Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they met with the manufacturer¿s representative on (B)(6) and he helped restart the charge pack. They charged their device up for about 5 hours. They did much better. The inability to stand more than 4-5 minutes and pain had not been completely resolved but it was a lot more tolerable and they could really tell a big difference. The patient's weight was reported as (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had tried to use their implantable neurostimulator recharger (insr) the other day, had it on for 3 hours, but it was not doing anything. The patient could not get it to turn on and there was something wrong with the ¿machine.¿ it was reported that the insr showed it was completely charged up but when the patient charged the implantable neurostimulator (ins) battery did not move. The patient had noticed this the last couple of times they had tried to charge. The patient could not increase or decrease and was not feeling stimulation. It was reported that the patient could not stand for more than 4-5 minutes. The patient was in pain and their ¿back breaks.¿ the issues were reported to have started at an unknown date a month or more prior to the call date. No further complications were reported.